Event description:
It was reported a patient experienced abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy which required hospitalization. The same day this report was received, the patient went to the hospital with a full abdomen. The peritoneal solution was drained, the extension line was changed and a peritoneal lavage was performed. The cause of the event was unknown. On an unspecified date the patient was treated with intraperitoneal (ip) fortum (dose, frequency and duration were not reported) and (ip) cefazoline (dose, frequency and duration were not reported). At the time of this report hospitalization was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Additional information received: the cause of peritonitis was poor aseptic technique. The same day as hospitalization, the patient began treatment with intraperitoneal (ip) fortum (1 gram, daily in extraneal bag) and ip vancomycin (1 gram, every 3 days in extraneal bag for peritonitis). At 4 days later, the vancomycin and fortum were discontinued. The same day, the patient began treatment with pyostacine (500 mg twice daily, orally for peritonitis). The patient was not retrained. At 6 days after admission, the patient was discharged. At 5 days later, pyostacine was discontinued. It was reported the patient recovered from the peritonitis event 7 days after discharge. At 12 days after discharge, the patient experienced recurrent peritonitis manifested as cloudy effluent and mild to moderate abdominal pain and was hospitalized for recurrent peritonitis the same day. On an unreported date, the patient was again treated with ip vancomycin (1 gram every 5 days for 10 days), ip fortum (1 gram for 10 days), and ip actosolv urokinase for 3 days (dose not reported) for the peritonitis. 9 days later, the patient was discharged from the hospital. At the time of this report, it was unknown if the patient recovered from the recurrent peritonitis event. On (B)(6) 2013, a peritoneal effluent analysis was performed which revealed a leukocyte count of 580 cells per mm cubed, eosinophil- 0%, neutrophil- 89%, lymphocyte- 2%, monocyte-9% and the culture was positive for staphylococcus epidermidis. On that same date, a peritoneal effluent analysis with the sample drawn after sometime which revealed a leukocyte count of 2700 cells per mm cubed, eosinophil- 0%, neutrophil- 91%, lymphocyte- 0%, monocyte- 9% and culture positive for staphylococcus epidermidis. On (B)(6) 2013, a peritoneal effluent was again analyzed which revealed a leukocyte count of less than 10 cells per mm cubed, eosinophil- 0%, neutrophil- 0%, lymphocyte- 0%, monocyte- 0% and culture was negative. On (B)(6) 2014, a peritoneal effluent culture was performed and the result showed positive for staphylococcus epidermidis. Renal insufficiency end stage (previously reported as renal insufficiency). Should additional relevant information become available, a supplemental report will be submitted.